Manufacturer narrative:
No damage was found to the entire sheath. Located off the ball tip midway through the first secondary winding, is a section of severe coil damage. It is important to note that the angle of the first secondary winding is twisted and at an approximately a 75 degree angle to the remaining secondary windings. This damage pattern has been associated with distal interference. Except as noted the remainder of the coil is undamaged. It is important to note that the sheath is not a truly closed system as it is skived. "Normal" use will cause leaking through the skived portion of the sheath. The coil was returned severely damaged. No sheath damage was found to the entire length. The design of the introducer allows fluid into this section. The skive on the sheath is a opening, which can allow fluid to flow through by capillary action. No defects were found to the sheath. Therefore, a root cause cannot be assigned to this complaint event. Concerning the severely damage distal section of the coil, this most likely was due to distal interference. The circumstances of how this damage occurred cannot be determined. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
This presidio was opened; checked and prepped in the appropriate manner and no issues were seen. However, on introduction to the rhv it was noticed that the distal 10cm or so of the sheath was leaking as if the sheath ¿zipper¿ had failed. The device was removed and kept for return. Failure analysis found that the returned coil was damaged.